Event description:
It was reported on (B)(6) 2026 that a silent nite 3d device was received back from dr (B)(6)., with a broken anchor. Additional information received reported that when the 63-year-old female patient woke up on (B)(6) 2026, she noticed that the anchor on the device was missing. The patient continued to use the device for two days without the anchor but it did not work so she returned the device. There was no patient injury and no medical intervention was required.

Manufacturer narrative:
The reported device has not yet been received for investigation. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).